Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the co2 pump module is not turning on. There was no patient involvement. The remote service representative says the co2 pump module is not running and when filter line is inserted the pump doesn't warm up and shows no readings. The customer wants a quote for co2 pump module. Upon conclusion of the evaluation, it was determined that the co2 pump module, (B)(4), requires replacement. The customer has been given a quote for the co2 pump module.